Event description:
During coil embolization within the hepatic artery, the tornado (cook) coil got stuck in the catheter. There was no information regarding the condition of the vessel. The catheter and the coil were withdrawn from the pt's vessel without difficulty. The procedure was completed with another transit2 mc and dcs coils. There was no adverse consequence to the pt.